Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. [User facility representative] "called because this unit shut down while on a pt. No pt harm noted and all he knows in regards to settings is that is was on "max settings", while troubleshooting, he bypassed the rectifier in the power supply and the unit ran as it should, when he put the rectifier back in line, the power switch would shut off."

Manufacturer narrative:
Cardinal health sent a letter to the user facility by certified mall seeking additional info concerning the reported event and the condition of the pt. The user facility refused receipt of the letter and the letter was returned to cardinal health unopened. The user facility did not submit a user facility report to the MFR. Event codes were derived base on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep.